Event description:
Boston scientific crm received information that an internal technical service consultant was contacted regarding an automatic capture retry question. Reportedly, interrogation revealed an exit block had occurred. The device displayed retry mode; capture was obtained when manually programming threshold values. No adverse patient effects were reported. No loss of capture greater than two seconds asystole was reported. It was suggested to manually program outputs according to measured threshold values and the caller was provided with further programming details. The device remains implanted and in service. No further issues were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.